Manufacturer narrative:
This incident was not reported to applied medical. We received medwatch report and have contacted the hospital to request the return of the event sample for our investigation. A follow-up report will be sent upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: appendectomy - "while in used during a laparoscopic appendectomy, the bag on the retrieval system broke, and another unit had to be used. The pt was not harmed."